Event description:
It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination of the lead, it was noted that there was muscle stimulation caused by right atrial (ra) lead. The physician explanted and replaced the ra lead on (B)(6) 2023. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-18532. It was reported that the patient presented to the hospital on (B)(6) 2023 for a follow-up. Upon examination of the lead, it was noted that there was muscle stimulation caused by right atrial (ra) lead and there was insulation breach caused by inappropriate suturing on right ventricular (rv) lead. The physician explanted and replaced the ra and the rv lead on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of pectoral stimulation was not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.